Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photographic evaluation: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows the anvil attached to the trocar with a donut of tissue around the trocar, this is a normal condition after cutting the tissue. The second and third photo shows the anvil attached to the trocar with the cut washer and the donut of tissue completed around the trocar. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a left lap. Hemicolectomy, the instrument could not be removed. The plastic washer hasn't been cut even though they noticed the tactile and acoustic feedback and the instrument has been closed to the green area. They re-resected and could complete the operation successfully with a new device (another lot number). No patient harm reported nor significant delay.

Manufacturer narrative:
(B)(4), date sent: 10/28/2022, d4: batch # 503a20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Device batch: 503a20 & serial ID: (B)(6). Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present and both halves were received inside the anvil. The breakaway washer was fully separated upon inspection inside the anvil and found to be cut off center. There were no staples present in the device. Further analysis of the device showed that the knife edge was damaged on one quarter of the circumference. In addition, a tyvek was received along with the device. Twice, the device was reloaded with staples and a new breakaway washer was placed in the anvil, and it was tested for functionality at the "low b" staple height. It fired and formed all the staples as well as completely cut the breakaway washer, however the test media could not be fully cut due to the damage on the knife. The staple line was complete, and the staples met the staple form release criteria. The most likely cause for the difficult to remove per the event description is related to firing over a staple line, hard object or thicker than indicated tissue. The damage incurred on the knife likely caused partially cut donuts and washer, which led to difficulty in removing the anvil/device from the anastomosis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and release to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.